Event description:
It was reported the surgeon complained "that the handpiece undergoes repeatedly sudden stopped during use as if there was not enough power supply." Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.